Event description:
It was reported that during use in a meniscal repair surgery, after deploy the t1 of the fast-fix, the t2 deployed prematurely. Both ts were removed from the patient by tweezers. The procedure was completed with non-significant surgical delay and was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was returned with t2 in its original position, t1 hanging off the needle, and the actuator behind t2; indicating the device was cycled and deployed t1. The depth gauge was adjusted from its initial position. A functional evaluation found the device deployed t2 as intended. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.